Event description:
It was reported that during using the catheter for a right sided atrial flutter ablation, the catheter was flushed as usual and the flow was reduced to 2ml/min when the catheter was inserted through the groin through a ramp 90 sjm sheath and positioned in isthmus region of the ra. The baseline impedance was about 120ohms. The physician created a map of the right atrium with the carto 3 system. He decided to burn this tachycardia along the tricuspid isthmus. He started his lesion set on the isthmus using 35-40 watts. They completed a total of 6 burns at 35-40 watts on burn 5 at 34 watts, the physician noticed that the signals were turning "ratty" on the recording system and at the same time, the nurse noticed the impedance was rising to 153-160 ohms and came off ablation. They completed one more lesion after this with normal electrograms and impedance to complete the case. Upon inspection the catheter outside the patient, char was noted on the distal portion of the catheter.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The returned catheter was visually inspected and the char was confirmed on the tip of the device, further evaluation related to electrical, temperature and generator tests as well as patency flow revealed that the catheter was found within manufacturing specification.the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.